Event description:
It was reported that during a device upgrade the insulation was damaged on the patient's right ventricular (rv) lead. The physician attempted to repair the lead. A week later the patient had asystole due to threshold rise of the lead. The device was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to abrasion while in vivo. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical study.